Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the chair threw him to the ground. Consumer alleges the spring in the seat has become loose and the seat is sagging in the front. There is also an issue with the wood on the right arm.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the alleged incident was due to customer abuse.

Event description:
Consumer alleges the chair threw him to the ground. Consumer alleges the spring in the seat has become loose and the seat is sagging in the front. There is also an issue with the wood on the right arm.